Event description:
The complainant reported that during the performance of a therapeutic procedure on a pt, the internal bolster detached from the tip of the enteral feeding device as the physician was pulling it from a fistula. The internal bolster remained in the pt's stomach, but it was subsequently removed by the physician with the aid of a snare. A replacement device was placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.